Manufacturer narrative:
Product analysis: a breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; functionality testing was performed and the error codes were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component microprocessor in the pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator became inoperable. The patient was transferred to another ventilator and there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.